Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose of 558 mg/dl. Customer did try correction bolus more than once and stayed the same in the range of 500mg/dl. Customer stated that he changed the infusion set last night woke up warm blood glucose value in the mid 300¿s and woke up this morning was in the 500¿s. Blood glucose value at the time of incident was 300 mg/dl and current value was 558 mg/dl, 546 mg/dl 45 mins before. Troubleshooting found the cannula to be bent. The product will not be returned for analysis.